Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev f 06/17 pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Without the returned product, there is not enough evidence to form a conclusion on the reported event of stuck driver.therefore, the complaint is non-verifiable. A probable cause cannot be determined.

Event description:
The doctor reported that the implant was placed at a high insertion torque, it was removed from the site and it became strongly joined/connected to the driver. When doctor tried to separate them, it seemed to have damaged the surface (upper part of the implant) and doctor decided to remove the implant. On (B)(6) 2017 further clarification of the complaint was received; the doctor indicated threads of the internal connection of the implant does not work properly, doctor was placing the implant but the torque was not turning, doctor remove from the site and it became stuck with the driver. When doctor tried to remove the implant it seems to be damaged the upper part of the implant. Doctor decided to place another implant with the same driver, the procedure finished with no problem.